Event description:
It was reported that the patient underwent a cystoscopy in which the artificial urinary sphincter (aus) coaptation was verified to not be complete, causing the patient to leak. The physician determined the patient needed a tighter cuff. The patient was catheterized and a surgical procedure performed. During the procedure, urethral atrophy was observed in the old cuff site. The physician suspected that the poor tissue lead to urethral injury when the patient was catheterized. The cuff was explanted and the perforation repaired before the procedure was aborted. A future reimplant is expected once the patient adequately heals.